Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer had a loss of communication issue between the insulin pump and transmitter. The customer reported no adverse event. The event involved products mmt-7841zn, mmt-7040b, mmt-7040b. Troubleshooting was performed and transmitter ID was programmed into pump. The pump communicating with transmitter but the customer didn't received the sensor connected alert or did system start warm-up. The transmitter may not be working. No harm requiring medical intervention was reported. The customer will discontinue the use of the transmitter. Mmt-7841zn was requested and customer response was the device was returned. It was unknown whether the customer will continue using the sensors. No product return is required for mmt-7040b. No product return is required for mmt-7040b.